Event description:
Boston scientific crm received information that, during the device change out procedure, the physician unscrewed the set screws for this right atrial (ra) lead. He then applied gentle traction to remove the lead from the header and the terminal pin became separated from the lead body and remained in the header. It was noted that the patient was in chronic atrial fibrillation. The lead was explanted and returned. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed that the terminal pin of the lead was separated from the anode ring. The insulation, with a medical adhesive covering, was torn off almost the entire area of the anode ring. This damage is indicative of a failure of the bond between the medical adhesive on the insulation and the anode ring. Additionally, the cathode conductor was noted to be slightly stretched between the terminal pin and anode ring.

Event description:
--

Manufacturer narrative:
This lead is undergoing analysis. Upon completion of analysis, this report will be updated.